Event description:
It was reported by service report that the pioneer mattress has fluid that penetrated the cover. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Pioneer mattress.